Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor got stuck in the serter. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the sensor cannula looked shorter and was a different color that it should be. Customer was advised that the sensor would be replaced and to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor and performed visual inspection and found insertion needle bent inside sensor base. We were unable to confirm if customer received sensor in that condition due to customer returning it opened/used.